Event description:
It was reported that the device exhibited non-sustained right ventricular oversensing due to far oversensing. Programming changes were made. There were no adverse health consequences. The patient was stable.